Event description:
It was reported that during the surgical procedure, a black chip from the shaft of the endowrist prograsp instrument fell inside of the pt and was retrieved. The planned surgical procedure was completed using a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for eval, therefore, the root cause of the customer reported complaint cannot be determined. As indicated in the complaint notes, the broken piece was successfully retrieved.